Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and had keypad issues. Customer stated that she was resetting the time and date the numbers started to scroll up and would not stop. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.